Manufacturer narrative:
Based on the information provided ¿ which may include the returned device (if available), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is user-related, such as misalignment or an incorrect insertion technique.

Event description:
On 11/3/2025, it was reported via email by a sales representative that an ar-9503l-06 arthrex univers revers humeral insert large was not seating properly in a 42 neutral suturecup. The surgeon noted that the taper did not appear to be engaging the suturecup correctly. After flushing both the suturecup and the humeral insert to rule out debris interference, the issue persisted. The surgeon then opened a new univers revers humeral insert, which seated properly without issue. This was discovered during an rtsa procedure on (B)(6) 2025. Additional information was received on 11/11/2025: on (B)(6) 2025, during an rtsa procedure, the surgeon encountered an issue with seating an ar-9503l-06 arthrex univers revers humeral insert (large) into an ar-9502f-42cpc arthrex univers revers suture cup, 42 (neutral). The taper on the insert did not appear to engage properly with the suture cup, and the taper was confirmed to be part of the insert. This occurred during the final implantation inside the patient. No component fractured inside the patient. To complete the case, the surgeon elected to use a spacer and a +3 polyethylene insert, suspecting the taper on the cup might have contributed to the seating issue. The spacer and insert fit appropriately. The final implanted components were ar-9550-06 arthrex univers revers spacer 42 + 6 mm and ar-9503l-03 arthrex univers revers humeral insert large / 42 / +3. The original ar-9502f-42cpc suture cup remained in use. There was no surgical delay, no additional anesthesia was required, and no photos were taken of the issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.